Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 130 mg/dl. Customer stated that the insulin pump alarmed motor error before his blood glucose reading increased. The blood glucose reading at the time of the event was 750 mg/dl. Diagnosed diabetic ketoacidosis. During troubleshooting, the motor error alarm occurred more than once within thirty days.the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.